Manufacturer narrative:
(B)(4). As stated by the user facility; the device involved in the reported event will not be returned for evaluation. If any additional pertinent information becomes available a follow up will be submitted.

Event description:
As reported by the user facility: "pt was being transferred from ER to ICU and was receiving a blood transfusion and the tubing was switched into another pump. Pump kept alarming air in line. Nurse went to check the line dc'd the line in the proper manner. At this time she noticed blood was leaking from the tubing near the green free flow protection clip. Nurse was able to clamp off the tubing below." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.